Event description:
It was reported that the patient sought medical attention in either december 2025 or january 2026 (patient could not recall the exact date) with an infection that developed at the infusion site (arm) while wearing the pod. The patient reported that the site was red and swollen with purulent discharge. The healthcare professional drained the infection and prescribed the patient unspecified antibiotics as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.